Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that the patient underwent an initial hip procedure on (B)(6), 2017. Subsequently, the patient was revised due to infection on (B)(6), 2017. It was reported that patient became infected. Surgeon washed out the womb, explanted ceramic head, implanted new ceramic head and chose not to explant liner. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Further information was requested but was not available. Devices analysis. No product was returned to zimmer biomet for in-depth analysis. It was reported that the hospital scrapped the implants explanted. Review of product documentation: -other implants of the tha are not known, therefore the compatibility check could not be performed. - sterilization certificate (biolox head) was reviewed. The sterilization certificate confirms that the product was sterilized according to the specifications. Root cause analysis: root cause determination using dfmea: - nonsterile product due to sterile barrier is not sufficient within the sterility guarantee => not possible: the sterile barrier is validated according to the packaging specification . - incorrect sterilization method leads to non sterile head implant due to incorrect sterilization method => not possible: the sterilization method is validated according to the sterilization specification - non sterile product due to improper handling during surgery due to wrong handling of device due to wrong information => possible: the handling of the device is out of zimmer biomet control. - unsterile product, damaged product due to inadequate packaging (eg. Temperature, vibration, impact during transport or storage) => possible: the packaging of the product is validated according to the packaging specification. Nevertheless, one should check the product before opening the packaging regarding the existence of any imperfection/deformation. - transmission of infectious agents or mechanical failure due to reuse of the device which is only intended for single use => possible: IFU (chapter "warnings - single use only - do not re-use" and symbol on box label: "not to be re-used" is provided to customers. However, still it is not surely known whether the device was used before or not. Conclusion summary: according to the reported event head and liner of the tha were revised due to the infection after 1 month in-vivo time. No medical documents were received to confirm the event of infection. Sterilization specification of the device certifies the suitability of sterilization. Sterilization certificate is reviewed. The sterilization certificate confirms that the product was sterilized according to the specifications. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. However, the IFU for endoprosthesis d011500200 states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Nevertheless, possible causes of infection include contamination of the product during surgery, damage of packaging during transportation and reuse of the device which is only intended for single use. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta head on the right side on (B)(6) 2017 and underwent revision surgery on (B)(6) 2017 due to infection.